Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, the reason for call was patient stated their implanted battery does not last long, and they have to keep recharging every 3-4 hours. Patient mentioned they spoke to a representative 4 months ago and the representative told the patient that the battery was fine, but that the stimulation was set in a real high intensity and that was why the battery lasted so little amount of time. Agent reviewed information and redirected patient to healthcare provider. Patient stated they did speak with their doctor regarding the issue when it began 1-1.5 years ago, and they recommended they get a stimulator with no recharger. Agent continued to redirect patient to healthcare provider.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated they are having to charge the implanted neurostimulators battery every 2 hours since a couple of weeks ago. Patient stated that he has had his settings up to 15.0 all the time since implant but the implant is depleting rapidly in the past couple of weeks. Agent asked if patient has increased his settings and patient stated yes. The patient was redirected to their healthcare provider to further address the issue. Agent is sending a message to the local field representative about patient call. Additional information was received from the manufacturer representative (rep). It was reported that when rep met yesterday afternoon with patient he referred to 1.4 milliamps as 15 which is where the rep believes the confusion came from. Rep referred him back to patient services to see if his external equipment was working properly. His estimated recharge interval to be 3.7 days. His diaries average duration was 37 minutes. His average was 6 days. Additional information was received from the patient. Patient called back and repeated previously documented information. Patient mentioned they spoke with the mdt rep and was informed the battery needs to be replaced. Agent reviewed implant battery is dependent on therapy settings and the usage of the implant. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.